Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer fse replaced the ise reference block and packing, mixing bar, roller pump tubing, and buffer syringe to resolve the issue. No component code available for ise reference block or packing. Beckman coulter internal identifier is case (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for ion selective electrode (ise) on the au480 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. The results were sent out for testing.